Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm spaien 3 ultra resilia valve, they planned to deploy the valve at 80/20 with a 26mm commander delivery system (ds) in known eccentric calcific sinotubular junction (stj) measuring 24-25mm in poorly timed contrast computed tomography (CT). Upon deployment of the valve the balloon of the ds ruptured when near complete expansion but not fully expanded. The ds was successfully removed and upon inspection of the ds it was confirmed there was circumferential rupture. To complete valve expansion a second 26mm ds was opened and prepped and inserted into the patient. The ds was placed slightly lower within the valve frame to mitigate rupture potential compared to initial deployment. Upon inflation of the ds balloon full expansion was witnessed on cine x-ray a then the ds balloon ruptured during holding time around 2-3 seconds at full volume. The system was retreated into the sheath where the nose cone was within distal fluoro marker of the sheath. The team noticed a pigtail through opposite access was manipulated and upon fluoro examination it was seen that the pigtail catheter had intertwined within the ruptured balloon space in the sheath. The system was readvanced to expose the balloon outside of the sheath to remove the pigtail. There was then resistance felt when they tried to reinsert the balloon into the sheath. The patient's blood pressure then reduced, a map of 50mmhg cine image was taken through sheath to show extravasation and possible dissection. The decision was made to give blood products to the patient and a cutdown was done to expose the vessels and remove the sheath, the ds, and balloon material from the vessel during cutdown. A femoral-to-femoral bypass was performed, and the access was then closed and sutured. Upon removal of the devices, it was noted that the 14f esheath+ seam had become split described best as a liner tear during the second ds removal once caught with the pig tail. After the vascular repair the patient was in stable condition. The perceived root cause was due to stj calcium and small stj diameter.